Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported patient with a left eye decentered lasik flap noted at one day post op lasik surgery. Additional information has been reported for this report.